Event description:
Note with unit states: caregiver reports that vent stopped working without an audible alarm. She does not remember what display read. Per report source facility, the caregiver's mother just isn't very good about paying attention to what alarms went off, but alarms did go off. Patient said that when he tried to take a normal breath the high pressure alarm would go off. It wasn't a secretion problem, but a normal patient breath. They didn't exactly know when that happened.